Manufacturer narrative:
The insulin pump had blank display due to corrosion on lcd board. Analysis was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Event description:
The customer' spouse reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 361 mg/dl at the time of the incident. The spouse states the insulin pump has been dropped, but not recently. The customer was assisted with troubleshooting and the display did return. However, the blank display is reoccurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.